Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an item was not showing. The technical support specialist (tss) determined customer manually entered all 200 items into the stock area. Load messages for the specified station were resent, and the system was updated accordingly. The case was closed as no further assistance was required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all the medication were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.